Manufacturer narrative:
This MDR relates to MDR number 3011632150-2019-00094. Complaint analysis involved review of angiographs taken at index procedure on (B)(6)-2019 and angiographs taken at re-intervention procedure on (B)(6) 2019. At index a target lesion focal restenosis in the distal region of the sfa was treated with pta but due to vessel recoil a biomimics 3d vascular stent ws used. An area of the sfa above the stent was also treated via pta but not stented. Five months later (B)(6) 2019) a re-intervention on the treated segment (target lesion) was made due to total occlusion. This was treated with rotarex balloon treatment followed by pta. When a stent placed in the femoropopliteal artery becomes totally occluded, the proximal vessel will also become occluded to the level of the next most proximal collateral vessel. In veryan's experience to date the nature of total occlusions observed for the biomimics 3d stent does not differ from that observed with competitor nitinol stent devices used in the femoropopliteal artery. The occlusion/abrupt cessation of blood flow 1cm from the stent entrance was observed in this case as reported by the physican initially. The pattern of occlusion had an expected pattern/appearance. The complaint category assigned was "total occlusion" and the root cause was due to "progression of disease atherosclerosis". There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The incident is still being investigated and any further information which is relevant will be provided via a follow-up/ supplemental report within 30 days of veryan medical becoming aware.

Event description:
The event was reported to veryan as a stent occlusion and the reporter commented on the pattern of restenosis compared to competitor nitinol stents. A re-intervention took place on (B)(6) 2019.